Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation was not/is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient went to the emergency room due to coffee ground vomiting. Patient nauseous at mornings but hadn¿t presented that kind of vomiting. A rectal tube was placed due to constipation. Blood in the stool was not detected. A blood test was performed and it was observed that red blood cells decreased, but blood transfusion was not needed. On (B)(6) 2019 an endoscopy revealed buried bumper syndrome. Patient had surgical intervention for removal of buried bumper on (B)(6) 2019. Patient was discharged on (B)(6) 2019 without duodopa because the new peg placement needed to be arranged. Patient will remain with oral therapy.

Manufacturer narrative:
Reference record (B)(4). Additional information in event.

Event description:
It was reported that on (B)(6)2019 the patient was hospitalized due to respiratory insufficiency and a pulmonary thromboembolism was detected. On (B)(6)2019 a new peg was performed and duodopa was restarted. On (B)(6)2019 the patient was discharged from hospital. Oxygen therapy was prescribed during 17 hours/day; 2 l/minute.

Manufacturer narrative:
Reference record (B)(4). Correction: expiration date.

Event description:
Follow-up report.